Event description:
Trident all poly constrained acetabular insert has been broken while implanted in patientpatient came to the surgeon after 2 months of the thr revised surgery with complaint of the hip pain. Surgeon got his hip xray done and found that trident constrained acetabular insert was broken.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trident all poly constrained acetabular insert has been broken while implanted in patient came to the surgeon after 2 months of the thr revised surgery with complaint of the hip pain. Surgeon got his hip xray done and found that trident constrained acetabular insert was broken.

Manufacturer narrative:
An event regarding crack/fracture and disassociation involving a trident liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the sole x-ray demonstrates the all polyethylene constrained liner has dislodged from its cement mantle within the acetabulum and the femoral head and stem are dislocated. Failure of a constrained liner with loss of fixation and dislocation is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: the sole x-ray demonstrates the all-polyethylene constrained liner has dislodged from its cement mantle within the acetabulum and the femoral head and stem are dislocated. Failure of a constrained liner with loss of fixation and dislocation is confirmed. The root cause of this mechanical complication cannot be determined from the documentation provided. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.